Event description:
It was reported that the stent detached from the catheter during advancement from a contralateral approach to the target site, the left common iliac artery. The physician was unable to recapture the stent. The stent was misplaced and was implanted in the right common iliac artery. The physician exchanged the introducer sheath for a longer one and another stent was implanted in the left common iliac artery. There was no report of injury to the patient.

Manufacturer narrative:
The event investigation is currently underway.